Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment, when the battery was inserted it would not power up and it was attributed to the "on" button being collapsed and the main keyboard being damaged. It was replaced. Analysis also found that the battery latches were contaminated and the printed circuit board screw was missing. Both were replaced. (B)(4).

Event description:
It was reported that when the battery was changed out in the external pulse generator it then did not work properly. The generator was returned for service. It was indicated that there was no patient involvement.